Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for ? No disposable pump will not run'. Settings were reviewed but troubleshooting was not performed. The device was powered off. Per the reporter, there were no patient adverse effects.